Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: drg lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 8597798. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced ineffective stimulation. Surgical intervention was undertaken on (B)(6) 2024 wherein an additional lead was implanted to address the issue. Therapy was restored post procedure. Investigation was unable to determine which lead attributed to the issue.

Manufacturer narrative:
E1 correction: the reporter's information was updated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received that the patient experienced ineffective stimulation. A trial procedure was undertaken on (B)(6) 2024 wherein an additional lead was implanted to address the issue. Surgical intervention was undertaken on (B)(6) 2024 wherein an scs system was implanted to address the issue.